Event description:
A talent bifurcated stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm two months ago. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the talent stent graft system (MFR 2953200-2010-00275) and a talent thoracic stent graft were implanted for treatment of abdominal aortic aneurysm. The implantation proceeded without issues; however, about 1-week post-operatively, the pt presented with back pain; at this time the pt did not have a post-operative CT, for an unk reason. One month later the pt presented again with back pain at a different hospital, a type I endoleak proximal to the talent thoracic stent graft. In addition, the pt was symptomatic with a contained ruptured thoracic aortic aneurysm, which was not related to the abdominal aortic aneurysm. The physician elected to perform an open surgical repair and explanted all the stent grafts that were implanted in for the treatment of the abdominal aortic aneurysm, the bifurcated stent graft, the iliac limb stent graft and the thoracic stent graft. The physician treated the abdominal aortic aneurysm and the contained ruptured thoracic aortic aneurysm with a conventional graft. It was reported one week post surgical conversion, the pt had paraplegia. No further information has been provided. The explanted stent graft was discarded. No additional clinical sequelae were reported.

Manufacturer narrative:
(B) (4) - results: lack of information, operative reports and the explanted stent graft were not received.